Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
(B)(4). There was no malfunction of the quik-combo defibrillation electrodes or the electrode release liner. According to the reported information, it appears likely that the hospital staff inadvertently neglected to dispose of the electrode release liner and it remained on the floor.

Event description:
It was reported to physio-control that a hospital nurse was injured after slipping on a quik-combo defibrillation electrode release liner that was on the floor. It was reported that the nurse had broken her arm and/or shoulder. The defibrillation electrodes have removable, clear plastic release liners which are removed before the electrodes are applied to the patient. If the release liners are not disposed of, they may form a slip hazard, as they will not be seen on the floor due to their clear plastic design and their large size.